Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during a routine follow-up, the interrogation had an error message after it had reached completion. The implantable pulse generator (ipg) did not respond to a magnet after the attempted interrogation. The ipg remains in use. No patient complications were reported as a result of this event.